Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to their inability to recharge the scs system as recommended. As a result, the ipg was deemed inoperable. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was explanted and replaced with a new model. Effective therapy successfully achieved with burst programs. The issue is resolved.